Manufacturer narrative:
This device was discarded; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead had dislodged approximately one month after implant, resulting in brady pacing not delivered when required. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported. Additional information received from the field indicates this rv lead was discarded at (B)(6) following the replacement procedure. Therefore, product return is not expected.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had dislodged approximately one month after implant. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.